Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "water was dripping down to the floor" (leak). The customer reported they had to use 4 bss bottles during one case because water was dripping down to the floor from the bottom of the system. The cassettes were switched out, but did not improve the problem. The case was completed, but the rest of the cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The cassettes have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of complaints for the system revealed there have been no additional complaints related to the reported issue in the last 24 months. (B) (4).